Manufacturer narrative:
The expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400, lot number: mi38828] was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The device was sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. The root cause of the driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an l3-s1 posterior lumbar fusion including a left iliac screw, (B)(6) broke two of the expedium poly screwdrivers while trying to insert an expedium 5.5 iliac screw. Screw was eventually taken out with pliers and an viper iliac screw was implanted as its replacement.